Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an occlusion; this condition had the potential to interrupt delivery. This condition was found in the surgical department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an occlusion was confirmed and by baxter personnel.?the root cause of this condition was determined to be that the broken pump head door does not close properly. The pump head door with required parts were replaced and the occlusion sensors were calibrated as per service to correct this condition. Should additional information be received a follow-up medwatch will be submitted.